Manufacturer narrative:
Investigation due to a lack of the device, an investigation is not possible. Batch history review the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures / preventive measures: based on the provided information and without a product, a definitive root cause can not be determined. According to our database, the product was delivered in may 2017. A maintenance and/or a repair was not registered since that date. According to the corresponding IFU, a maintenance should take place on regular basis by the manufacturer and as indicated on the laser engraving on the product (once per year). Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga674 - acculan 3ti reciprocating saw. According to the complaint description, the device did not supply sufficient power. Event date: (B)(6) 2020, medical engineers received an online repair report. Acculan 3ti in the operating room could not be used normally. The medical engineer arrived at the department to monitor and judge that the battery did not supply power. Contacted the manufacturer's engineer to replace the battery. There was no described patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).